Event description:
It was reported that during a normal generator change, the physician planned to replace the left ventricular lead due to high capture threshold observed since approximately 1.5 years ago. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.